Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown however it was between (B)(6), 2009 and (B)(6), 2010. According to the complainant, post procedure (B)(6), 2010, the connector where the straight adapter attached to the syringe detached from the tube when they tried to inject the nutritional supplement into the device. The procedure was completed with another straight adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy the exact procedure date is unknown however it was some time between (B)(6) 2009 and (B)(6) 2010. According to the complainant, post procedure, while injecting nutritional supplement into the device , the connector where the straight adapter attaches to the syringe became detached from the tube. The procedure was completed with a new straight adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the proximal connector was attached, but could easily be removed by hand indicating that it had previously detached. The proximal end of the tubing was tapered and was covered in an opaque residue indicating that the device had been assembled with the bonding material during manufacturing. The returned unit was consistent with the complaint incident that the device connector detached from the tubing. It appears that during use of the feeding tube the connector detached due to the force applied to it due to the connection between the adapter and the syringe. Therefore, the most likely root cause is operational context. A review of the device history record was performed and found no related issues to this complaint. A lot history search was performed and found no similar complaint against lot number 12847084. (B)(4)

Manufacturer narrative:
The exact age is unknown however the patient is over 18 years old. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).